Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. During troubleshooting, it was determined that the basal history did not match the active basal program. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: a review of the black box data showed a loss of prime related to a cartridge change on (B)(6) 2015 at 1800; deliveries resumed 18:15. On (B)(6) 2015 at 19:45 the black box showed a loss of prime related to a cartridge change; deliveries resumed at 19:51. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours won a 1.0 unit per hour rate, at the end of testing the basal history correctly showed 1.0u and the total daily dose showed 24.0u. No errors, alarms or warnings occurred during testing. The complaint was not duplicated during testing.